Event description:
It was later reported that the rv lead measurements were found to be within normal values during the device changeout. But at device follow-up after the device changeout, the rv lead pacing impedance was low again and a fracture was suspected. The rv lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pacemaker, (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that at the device check, the right ventricular (rv) lead polarity had switched from bipolar to unipolar. It was also reported that there were over 2 million low impedance measurements and myopotential oversensing was seen. The rv lead was reprogrammed back to bipolar and the patient was scheduled for a device changeout and lead revision. It was noted that there was a device changeout within three weeks and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).